Manufacturer narrative:
D.4 UDI number was revised as it was entered incorrectly on the initial report that was submitted. E.1 initial report phone number was added as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. Ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp lost pulses in both legs. The patient was escalated to an impella 5.5 for continued support.